Event description:
It was reported that the patient had inadequate pain relief and was experiencing difficulty charging the implantable pulse generator (ipg) despite troubleshooting. The patient underwent an ipg replacement procedure and there were no reported complications postoperatively. The explanted device was not returned.